Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Myocardial infarction and thrombosis are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The xience prox 2.5x23 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a ramus interventricularis anterior (riva) and 1st diagonal arteries of the left anterior descending (lad) artery. A 2.5 x 23 mm xience prox and a 2.75 x 23 xience prox stents were implanted. While still in the cath lab, the patient had an acute non st elevated myocardial infarction and in-stent thrombosis was observed in the lad and diagonal and the lad. Treatment of the lad was with a 3.0 unspecified balloon catheter inflated to 10 atmospheres. Kissing balloon technique was also performed with a non-abbott 3.5 x 20 mm and nc 2.5 x 12 mm balloon catheters. A 3.0 x 12 mm xience stent was then implanted at 20 atmospheres. There was good timi iii flow in both arteries. There was no clinically significant delay in the procedure. No additional information was provided.